Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error due to the device being dropped or misaligned during use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a total hip arthroplasty surgical procedure, it was observed that the cap for the adapter device split. During in-house engineering evaluation, it was determined that the device was cracked into two pieces at proximal end. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.